Manufacturer narrative:
During troubleshooting, medtronic representative reported that when the system was turned on a localizer not connected message was displayed. Representative checked the emitter and the emitter was working normally with a buzzing sound. The axiem box was displaying a 7 and the eminterface showed no faults on axiem box and emitter. When the usb was opened all the components were visible. The issue was resolved when representative exited and reentered it the ent software, the system was working normally and a localizer connected message was displayed. On 6/23/2017 a I/o hub was shipped as a replacement part. On 6/26/2017 a medtronic personnel replaced the hub and performed a system checkout. System passed all testings and is working normally. An evaluation was performed on the suspect I/o hub received by manufacturer. The suspect I/o hub was working normally with no failures.

Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess) with navigation system, the registration failed eight times. A medtronic personnel requested the site to perform a three point tracer registration but when the site tried it after rebooting the system a localizer disconnected message was displayed. Medtronic personnel asked the site to restart the system again to establish the connections. No further information was provided regarding the issue. The surgery was completed with the use of navigation. There was a delay of 20 minutes. No impact on patient outcome.